Manufacturer narrative:
Batch review performed on 29-july-2019: lot 132515: (B)(4) items manufactured and released on 01-jul-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Other devices involved in the event. Gmk-revision 02.07.0683r revision fixed tibial tray cemented size 3, lot. 182077 (k123721): batch review performed on 29-july-2019. Lot 182077: (B)(4) items manufactured and released on 21-jun-2018. Expiration date: 2023-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-revision 02.09.ta310 tibial augmentation size 3/10mm, lot. 185157 (k130299): batch review performed on 29-july-2019- lot 185157: (B)(4) items manufactured and released on 10-sept-2018. Expiration date: 2023-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-revision 02.07.0003 offset connector 3 mm, lot. 187637 (k102437): batch review performed on 29-july-2019- lot 187637: (B)(4) items manufactured and released on 07-nov-2018. Expiration date: 2023-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-revision 02.07.fcl10105 extension stem - fluted ø 10 l 105 lot. 115687 (k120790): batch review performed on 29-july-2019- lot 115687: (B)(4) items manufactured and released on 10-jul-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-revision 02.07.0317psf tibial insert ps fixed size 3/17mm, lot. 182967 (k090988): batch review performed on 29-july-2019- lot 182967: (B)(4) items manufactured and released on 16-jul-2018. Expiration date: 2023-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants 4 months after primary and implanted an antibiotic spacer. The surgery was completed successfully.